Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The device history files were read and analyzed. No abnormalities were found in the history log. A visual inspection was performed. The cover caps on the screw pillars, and the production seal on the lower housing were intact and undamaged. The device is in a clean state and no visible damage are to locate. A functional test was performed. The device passes the self-test. A space line was inserted, and the pump identified the line, and it could be selected from the menu. It was possible to put the pump in operation. In checking the downstream sensor, the electronic pressure cut-off and the mechanical pressure limitation of the device were tested, according to the requirements of the technical safety check. The electronic pressure cut-off was checked: the device matches the required values and standards. All measured values are within our specification. A delivery accuracy measurement according to iec 60601-2-24 was arranged. The device matches the required values and standards. All measured values are within our specification. During the investigation no faults could be detected, to investigate the inside of the device, only the upper housing was removed. No damage or soiling could be found. The complaint could not be confirmed. Summing up all tests, the infusomat space operates within our specification. No product deviation. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc. Please note, this device is distributed outside the us and no gudid information exists. It is being reported due to a similar device being marketed within the us with the following info: UDI number (B)(4). Premarket submission # k083689, k142596, k191910.

Event description:
According to the event description: "repair was according to decision tree within the service workshop for complaint. The infusomat does not deliver the specified amount of enteral nutrition. The feeding bag is still nearly half full, although the device indicates that the target volume has already been reached.".